Manufacturer narrative:
(B)(4). Two devices arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (Evaluation summary) two devices arrived in good visual conditions and void of staples. The devices were manually loaded with staples and both were tested for functionality. The devices were fired and both formed all the staples as intended. The devices fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple correctly. The staples were coming out but not adhering to the tissue. They were not forming. The area was over sewed. There was no impact to the patient.